Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. There were no motor error alarm noted. Analysis was unable to complete testing. The unit was set to proper time and date. There were no time anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 16.9 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with pump. The customer stated that the drive support cap appeared normal. The customer stated the unit found motor error alarm in history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.